Event description:
As reported by the user on (B)(6) 2011, as the physician was removing a pta balloon catheter from the pt, the distal radiopaque (r/o) marker detached from the shaft of the balloon and ended up as a foreign body in the brachial artery of the pt. The physician was able to remove the r/o marker from the brachial artery and into the graft. The physician was unsuccessful in removing the r/o marker from the pt and left it in the graft.

Manufacturer narrative:
The device has been returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).